Event description:
It was reported the lcd (liquid crystal display) screen is cracked. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was broken. It was also noted that the upper case was broken, the lower case and battery drawer were broken and contaminated, the battery release was contaminated, the side bail covers were broken or missing, the battery contacts were compressed, one side bail was missing, the ring bail was bent and the main printed circuit board (pcb) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.